Event description:
Sorin group received a report that the pump display was unresponsive during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pump display was unresponsive during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. The old lcd touch screen was replaced with a new led display to resolve the issue. Pump was functionally checked, verified and tested without further issue. The unit was returned to service. Photos of the replaced touch screen were taken and sent to (B)(4) for review. Analysis of the photographs identified signs of fluid ingress. (B)(4) concluded that fluid ingress resulted in the electrical failure caused by oxidation of the contacts. This is a known issue and (B)(4) has already implemented a CAPA ((B)(4)). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.